Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that the patient presented emergently just under eight years later, there was a small fabric tear (type iiib endoleak ) observed about 5 mm above the bifurcation of main body. Intervention was performed and a blood vessel prosthesis was implanted. The bifurcate was partially explanted while the limbs enlw1616c124ej and enlw1610c124ej were completely explanted. As per the physician the cause of the event seemed to be due the stent grafts deterioration over time. No additional clinical sequale were provided and the patient is fine.